Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction; other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction; other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump hemolysis. Specific component(s) involved: pump drive unit malfunction; other component malfunction, specify. Additional text: unk. Other component: pump specific part still unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention : implant device type: lvad.